Manufacturer narrative:
Unit received with minor scratched lcd window, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the top of the reservoir compartment was cracked due to being bumped. Customer's blood glucose was 7 mmol/l. Insulin pump would need to be replaced.